Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in norway, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve via transfemoral approach, resistance was encountered while advancing the delivery system through the esheath+. Upon inspection, the valve was observed to have bent struts. The decision was made to retract the delivery system with the valve back into the esheath+, and all devices were removed from the patient as a single unit. The esheath+ was found to be damaged, with the valve exposed through the liner and a liner strand visible. The patient sustained no injury, a new kit was utilized, and the procedure was successfully completed. The patient was stable following the procedure.

Manufacturer narrative:
Correction to h6; component code, impact code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The returned device underwent visual examination, which showed full-length liner expansion with a complete tear, a tip that had opened as intended by design, and a liner strand approximately 10 cm from the distal tip. Dimensional testing confirmed that the liner thickness and flex tip outer diameter were within specification. Due to the nature of the complaint and the condition of the device, functional testing could not be performed. Additionally, the imagery provided showed evidence of a liner puncture. The reported event of a liner puncture and liner strand were confirmed based on the evaluation of the returned device and provided imagery. In this case, available information suggests procedural factors (device manipulation, high push force) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft punctures. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities), these forces can further exacerbate damage to the sheath shaft, liner; particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Also, resistance compounded by high push force and challenging anatomy can result in the distal end of the delivery system puncturing and exiting through the side of the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.